Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown exeter stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The customer reported that the female patient allegedly had a broken exeter stem which was revised in (B)(6) 2014.